Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.